Event description:
Follow up revealed that the reasoning for the patient's ipg revision was due to pain at the pocket site.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not like the position of her ipg pocket site. As a result, on (B)(6) 2018, the patient's ipg site was revised to resolve the issue.